Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was done to retrieve the needle piece? Was it retrieved during the same procedure? Needle was retrieved using a needle holder. Was additional dissection required in other organs/tissues other than the target tissue? Was there any additional tissue damage as a result of searching for the needle piece? No other organs were harmed. If the needle remains in the patient, please specify size of the needle piece retained, in what structure/tissue was retained and if there are any future plans to remove it. Needle was completely removed. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Delay in surgery time: 5 - 10 minutes. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Were there any patient consequences? No harm to patient. Event date? Event date unknown. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a peritoneum procedure on an unknown date in 2021 and barbed suture was used. During the procedure, the needle separated from the suture at attachment area when sewing the peritoneum. Needle fell into situs and was retrieved with help of needle holder. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.